Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A clear fluid leak occurred during a routine hemodialysis treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss was attributed to the operator not performing rinseback as instructed in the user's guide when a leak is detected. Evaluation of the returned cartridge confirmed a dialysate leak at the balance chamber of the cartridge. The exact cause of the leak is under investigation. The user's guide states that the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved. Facility staff is aware of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.